Event description:
It was reported that the pta balloon would not inflate during use in the right sfa. The device was retracted without incident and another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.